Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 processing module for one patient. The result for sid (B)(6) was 5.4 umol/l, repeated 13 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the module and could not identify a definitive part as the cause of the issue therefore, the arc c16k prc mod (03l77-01) serial number (B)(6) was considered to be the cause. The instrument was a temporary loaner instrument. When service could not resolve the issue, the customer decided to not use this system anymore and the system was uninstalled. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic rates for the architect c4000, c8000 and the c16000 systems were all below the upper control limit. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of erratic sample results. Based on the information within the complaint record, no systemic issue or deficiency was identified.corrected data found in section g1 manufacturer contact office.